Event description:
It was reported that the buttons on a device were sticking and glitching. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.